Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was not working and was suspected to have perforation. The patient was also noted to have swelling and fluid was drained. This rv lead was repositioned, and the patient was admitted overnight. No additional adverse patient effects were reported.